Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.471" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken blade was noted on harmonic ace. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon didn't notice any issues with the functionality of the instrument during a surgical procedure. Instruments did not collide with any other instruments other than hard material during the surgical procedure. The fragments did not fall inside the patient during an instrument tip or access, or collision. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff did not notice any other damage to the instrument after the event. The fragment was retrieved during the same procedure. It was visually inspected and confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. There are no images of the device or a video recording of the procedure available for review.